Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation of blades bent could not be confirmed. In addition, the investigation found that the teflon pad tip was stripped. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that end user had stripped off the teflon, and the blades were bent on the thunderbeat 5 mm, 35 cm, front-actuated grip type s. The reported issue failed during preparation for an unspecified procedure. There was no report of patient involvement.